Manufacturer narrative:
Correction information: d8:yes. G6: follow up #1. H6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When the patient underwent colonoscopy, yellow screen appeared in the transverse colon and could not be observed. The user had to replace the scope and operated again, explaining the situation to the patient and getting understanding. This event occurred at the time of during use. There was no report of patient harm.